Event description:
It was reported that the patient experienced heart racing symptoms during a sudden brady response episode. Upon review with technical services (ts), it was noted that there was over sensed noise on the right ventricular (rv) lead channel of this pacemaker, which led to the inappropriate sudden brady response episode. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient experienced heart racing symptoms during a sudden brady response episode. Upon review with technical services (ts), it was noted that there was over sensed noise on the right ventricular (rv) lead channel of this pacemaker, which led to the inappropriate sudden brady response episode. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the physician opted to program bradycardia therapy off. No additional adverse patient effects were reported. This device remains in service.